Event description:
Philips received a complaint on the v60 ventilator indicating that the standby mode setting was not working. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received on (B)(6) 2025, it was stated that the device's diagnostic report (drpt) was not available. The device was stated to have not been in use on a patient at the time of the event. The asp stated that the device was being checked prior to use when the issue was first observed. The customer had a patient circuit attached the ventilator, but there was no patient attached to the circuit. The asp stated that the issue was resolved after the hospital equipment department replaced the ventilator tubing. The device was confirmed to be fully functional and was returned to normal use. The testing completed to confirm the return to full functionality was asked but unknown (asku). The part information for the replaced tubing was also asku. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.